Event description:
The doctor reported the implant was removed due to osseointegration failure within one year, less than one month after implant placement surgery. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Local infection was reported during the implant removal surgery. The patient has since recovered.